Manufacturer narrative:
As of 10/18/2016 aso has not received a response from the consumer regarding the request for further information and return of unused samples. However, aso has verified records of biocompatibility testing and latex screening. Aso will follow-up on this report as soon as the consumer provides further information. No information provided by the consumer.

Event description:
Consumer reported that the non-stick pad was used to cover an oozing wound and it caused an allergic reaction. The skin swelled and turned bright red.